Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation, fracture and perforation abutting an adjacent organ. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation, fracture and perforation abutting an adjacent organ.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation, fracture and perforation abutting an adjacent organ. The following additional information was received per medical records: the patient presented with severe dvt of the right leg approximately (B)(4) days prior to filter implantation and as well as a massive pulmonary embolism to the left lower lobe. The patient was admitted for supportive respirator function and is suffering from possible left lower lobe infarct. The patient was under IV mac anesthesia when left groin was prepped and femoral vein was accessed. A venacavogram was completed and optease ivc filter was deployed in the infrarenal position. The procedure was completed successfully without complications and the patient was transferred back to room in stable condition. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately (B)(4) years and 6 months post implantation. The patient reports filter fracture, perforation of filter strut(s) outside the ivc and perforation abutting an adjacent organ. The fractured filter strut(s) are said to be retained within the ivc. The patient also reports suffering from anxiety.

Manufacturer narrative:
Additional information: section a (patient information), section b3 (event date) section b5 (event description) section b7 (relevant medical history) section d11 (concomitant medical products: guidewire, 7fr sheath) section g4 (date received by the manufacturer) complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, fracture and perforation abutting an adjacent organ. The patient reported becoming aware of filter fracture, fractured struts retained within the ivc, perforation outside the ivc and abutting an adjacent organ approximately eleven years and six months post implant. The patient has also reported anxiety. According to the implant record the indication for the filter implant was deep vein thrombosis with massive pulmonary embolism to the left lower lobe. The filter was placed via the left femoral vein and deployed within the infrarenal ivc. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.